Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope experienced image problems. The event was identified during reprocessing. There was no report or patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of image issue was not confirmed. The device was returned and inspected. During estimation, the following findings are as follows: (a.) The insertion tube insulation was recommended, (b.) The device had image issues, (c.) The angulation had excessive play, (d.) The distal end plastic cover was dented, (e.) The light guide lens was chipped, (f.) The bending section cover glue adhesive was cracked, (g.) The insertion tube had scratch marks, (h.) The light guide tube was rippled/wrinkled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h4/h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reportable malfunction was not reproduced. Advanced diagnostics was performed on the scope and the connector litmus paper was found to be ok. Additionally the fog test passed and the scope was powered on with a processor for one hour. The reported event was not duplicated. The event can be detected by handling the device in accordance with the following IFU: -inspection of the endoscopic image the event can be prevented by handling the device in accordance with the following IFU: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.